Event description:
A home patient's (hp) daughter reported an overfill to product surveillance. During a follow up, the hp reported he was experiencing swelling in his legs as well as shortness of breath at the time of the incident. Historically, the hp admitted to turning the homechoice machine off to silence alarms rather than calling technical services, even if therapy was not yet completed. He realizes now that he needs to make sure he is fully drained before starting a new therapy session. The nurse at the dialysis clinic reported that this hp drained 3500 ml when he was in the clinic on the date the overfill occurred (2008). His regular fill volume is 2000 ml. The nurse reported that she believes this hp may have bypassed drain cycles as well as ending therapy early by turning off the machine when alarming. She has since reinstructed the hp on proper procedures and believes he understands. There was no patient injury or medical intervention associated with this report.